Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Customer consumed orange juice and bg levels stabilized to 101 (mg/dl). Recommendation was made to discuss possible factors that may affect bg levels with health care provider.